Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to positioning. During the third recapture, at approximately 1/3 closed, the blue handle of the delivery catheter system (dcs) separated into two pieces. The valve extended approximately two centimeters out of the dcs capsule and it could not be deployed or recaptured. The handle was reassembled and fixed with cloth tape which allowed the valve to be fully recaptured into the dcs and safely withdrawn from the patient. Subsequently, a new valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the valve loaded in the capsule of the dcs, the actuator components were slightly lose. The capsule was fully closed and slightly over captured. The end cap/screw gear snap fit was connected. Visual analysis showed the tip-retrieval mechanism appeared intact; however, the handle was not intact. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. During functional testing, deployment of the capsule was attempted and the actuator components detached from the handle. Both tab 3 and tab 4 were detached from the male actuator component. Stress marks were observed on tab 1 and tab 2 of the male actuator component. Using the trigger, the valve was successfully deployed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, and the cause of the reported positioning difficult could not be conclusively determined with the limited information available. Positioning difficulty events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.